Event description:
It was reported that the device delivered inappropriate atp and shocks for atrial fibrillation. The high lead impedance value during the shock activated the patient notifier. Review of the egms revealed high impedance. It was reported that the patient has not been seen since the initial implant. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported low impedance anomaly could not be reproduced in the laboratory. The electrical characteristics of the lead were found to be normal. Analysis found insulation abrasion on one end of the rv shock coil at 52.8-53.2 cm from the connector pin, consistent with that produced by friction with another device. However, the efte insulation was not abraded.

Event description:
It was reported that during an a-flutter ablation procedure there was a perforation in the right ventricle. Pericardiocentesis was performed and a chest tube was placed in the patient.